Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that surgeon revised a pinnacle cup due to dislocating superior-posterior. Surgeon explanted the femoral head and cup, implanted a fresh zimmer g7 and lengthens with a +12 delta ts. Doi: (B)(6) 2023 dor: (B)(6) 2024 affected side: right hip

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received states that there was no surgical delay and no patient consequences and the reason for revision according to the surgeon, the patient was complaining of "pain and dislocation." From pre-op x-rays, the surgeon believed a malpositioned cup was the problem. Upon incision and exposure, the surgeon determined that the cup was positioned, "no different than I would have put it in." He believed it may be due to an angular relation between the spine and the pelvis that led to her discomfort/dislocation. I recommended converting to a dual mobility construct, but (in my opinion) the surgeon was determined to change the cup in order to trial stryker's ez-out. The cup was removed (with great difficulty using the ez-out and then zimmer explant) and a zimmer g7 cup and +12 ts head was put in.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.